Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, generalized illness symptoms. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5102431 that a female patient underwent a breast surgery with two unspecified mentor gel implants and experienced bilateral capsular contracture, baker grade unknown, and generalized illness symptoms including rash, dry eyes, stomach pain, vision loss, and enlarged lymph nodes post-operatively. As a result, the patient underwent explantation on (B)(6) 2011. This report is for the right side device.